Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). If implanted; give date: unknown. If explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
A report was received from a doctor who's patient has an older model iol implanted that is giving her a lot of visual disturbances. According to the patient's previous eye doctor, the lens is an older model tecnis/pharmacia lens, a model 913a. The patient is very unhappy with her vision. The doctor requested input from amo about the visual disturbances. Amo's medical monitor responded to the doctor and stated that the visual disturbances can be corrected with a rigid gas permeable contact lens, therefore it is a corneal anatomical problem and not due to the lens. The surgeon understands. No further information was provided.

Manufacturer narrative:
In follow up with the physician's office, it was reported that there is no plan to explant the lens at this time. The plan is to reassess at the next patient visit, and consider ptk, (phototherapeutic keratectomy). No product investigation was performed as the lens remains implanted. Manufacturing record review: a manufacturing record review was conducted. There were no non conformances with respect to the manufacturing process. There were no associated nonconformity reports or deviations. A search for similar complaints over the past year was done. Results showed there were no other complaints for visual disturbance for the same model lens. The lens met specification prior to release. The complaint could not be confirmed. No further investigation was performed as event is attributed to a corneal anatomic problem and not due to the intraocular lens implant. All pertinent information available to abbott medical optics has been submitted.